Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complaint. The suspect device was returned for investigation. During event trace review, it has been confirmed that the customer was experiencing high frequency and low minute volume issues. Removed back cover and inspected components, found elbow fitting from tubing not to be seated correctly. No other anomalies were found. The leak test passed. Conducted step test, which also passed. Performed tidal volume and volume operation, both passed as well. The reported problem was confirmed through the events log, but not duplicated during functional check.

Manufacturer narrative:
H3:02 - the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator where unit is making patient breath more than what was set, low minute volume was not correct and was not reading volumes. Furthermore, there was no patient harm reported associated with the event.